Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 212 mg/dl. The customer stated that the button just left of the act button and to the right of the bolus button was unresponsive. He stated that he was only able to garner a response from that button if he pressed it really hard. No significant events other than normal wear and tear leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The unit was received with unresponsive buttons due to corroded keypad traces. The unit was received with a minor scratched liquid crystal display window, cracked case at the display window corners and with cracks at the battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, and missing end cap sticker.